Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -10.5/1.0/096 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. In a subsequent surgery, later that day, the lens exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).